Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: unknown.

Event description:
It was reported that the pump exhibited error code 1260. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was intact. The event log could not be accessed. Upon function testing, the reported problem was duplicated. The microprocessor unit board was found to be faulty. The root cause is unknown. The board was replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information received on 09-aug-2022 via email and attached in complaint object: failure for this pump occurred during testing and not on a patient. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500 correction: device manufacturing date: 03-mar-2015.